Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device involved has not been received and the investigation is ongoing at this time. A follow up report will be submitted the investigation results become available.

Event description:
As reported by the user facility: the nurse received a call from the patient in the middle of the night advising her that the infusion had run completely before expected time. The drug infused was 5fu-fluorouracil 50mg/ml. Ran 105cc of 5fu plus 135 cc nss 240 total volume to be infused over 48 hours. No injuries.